Event description:
It was reported that during a mildly calcified, proximal left anterior descending coronary artery procedure, while deploying the 3.0 x 23 mm xience prime a dissection occurred in the vessel. An unplanned xience v was used to treat the dissection. There was no adverse patient sequelae or a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.